Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the nurse found that the tip of the guide pin was broken during instrument cleaning after operation. Therefore, the xp was checked, but the broken piece was not found. The surgeon felt resistance which he did not usually feel when inserting the guide pin during the operation. It is unknown when the tip of the guide pin broke.

Manufacturer narrative:
The reported event that k-wire gamma ø3,2x450 mm was alleged of issue (instruments - k-wire, broken or deformed) could be confirmed, since the device was returned for evaluation and matches with the alleged failure mode. Device inspection revealed the following: the threaded tip of the received k-wire is broken off; it broke approx. At the center of the threads. The breakage surface shows the typically rough and cliffy structure of a brittle fracture. Thus, since the breakage surface of the broken thread indicates that the k-wire tip broke in a brittle fracture due to bending and/or torsion overload (i.e. Hitting the nail surface). The root cause can be attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the nurse found that the tip of the guide pin was broken during instrument cleaning after operation. Therefore, the xp was checked, but the broken piece was not found. The surgeon felt resistance which he did not usually feel when inserting the guide pin during the operation. It is unknown when the tip of the guide pin broke.